Manufacturer narrative:
Correction b5: it was reported the patient's ipg was inoperable due to patient losing their programmer and was unable to charge." Was inadvertently reported in the initial report. Section b5 has been updated with the correct information.

Event description:
Information indicates that the patient lost therapy due to ipg being inoperable. The ipg stopped communicating with external device.

Manufacturer narrative:
Date of event is estimated

Event description:
It was reported the patient's ipg was inoperable due to patient losing their programmer and was unable to charge. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.